Manufacturer narrative:
Device received with a critical pump error (open book image) alarm. Pump error 40 alarm is found in the formatted history file due to a hardware error. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical insulin pump error alarm and open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.